Manufacturer narrative:
The product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an intraocular lens (iol) was explanted as patient had blurry vision (right eye), difficulty in performing daily living activities and could not tolerate the device. Additional information was requested.

Manufacturer narrative:
Additional information provided in a.2., a.3., b.6., and d.11. The manufacturer internal reference number is: (B)(4).